Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a gastrectomy procedure. Whenever the scope was pulled back, the tip of the obturator, which is the rubber part, rolls back with the scope and makes leakage. Also, the insertion guide (grey color) was not smooth and drops little pieces into the cavity. Thus the trocar was immediately pulled out.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The balloon was inflated and did not demonstrate any leaks. The obturator was inserted; no shavings were observed. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
The last known patient status is stable.